Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information provided, cause linked to device but unable to trace more specifically was selected as the most probable cause of the complaint.

Event description:
It was reported that during the ureteroscopy procedure, after the doctor inserted the laser fiber into the ureteroscope, he did not see laser beam, then when he took it out to check, he found the fiber was broken from the middle. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during the ureteroscopy procedure, after the doctor inserted the laser fiber into the ureteroscope, he did not see laser beam, then when he took it out to check, he found the fiber was broken from the middle. Due to this, the procedure was completed using another device. There were no patient complications.